Event description:
The reporter stated that her husband used the device and obtained erratic results. The test strips used had expired 8/31/2005. He continued to use the devie and obtained a result of 197mg/dl. He experienced hyperglycemic symptoms and his wife took him to the hospital, where his glucose was 450mg/dl on a hospital meter. He was then treated with insulin and IV's. The device was replaced and requested to be returned for evaluation.